Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. It was reported that there was a large type ii endoleak. The physicians attempted to embolize the collateral arteries, but new collateral flow developed. It was reported that the aneurysm had increase from 5.5 cm to 7.2 cm in diameter; therefore, the decision was made to explant the device and convert the pt to open surgical repair. The physician states that the device had to be cut in order to remove it from the pt. It was reported that the pt died on the day of the explant procedure. No autopsy will be performed. Receipt and analysis of the explanted stent graft are pending.